Event description:
It was reported that the fenestrated bipolar forceps instrument was noted to have a broken cable during a da vinci hysterectomy procedure. No fragments fell into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that the pitch up cable was broken at the distal clevis hub. The broken cable segment that contained the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. Failure analysis also observed that the conductor wire displayed damage on the insulation, scratch marks, however no material was missing. The evidence was inconclusive, but the damaged insulation was likely due to mishandling/misuse. Failure analysis also observed that the distal end of the main tube had various scratch marks with light material removal. The scratches were .337 - .056 in length and not aligned with the tube axis. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however, the damaged cable and/or tube abrasions, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.